Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for ascites performed under ultrasound guidance, the package and product were inspected prior to use and found to be intact. It was reported that after the procedure, a compliant issue was identified involving sure-lok thread digression, resulting in partial damage to the sure-lok thread. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for ascites performed under ultrasound guidance, the package and product were inspected prior to use and found to be intact. It was reported that after the procedure, a compliant issue was identified involving sure lok thread digression, resulting in partial damage to the sure lok thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the native language product label in which product details are verified with tw details. The second photo shows the drainage catheter loaded with cannula. Two trocar needle, one cannula, few kit components and surgical equipment were noted. Thread was noted on the drainage catheter. However, the thread digression was not clearly visible due to poor quality image. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported thread digression issue for both the devices. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.